Manufacturer narrative:
While it is alleged the patient experienced migration of the mesh, currently it is unknown to what extent the device may have caused or contributed to the reported event. No medical records have been provided to date. The attorney alleges the patient experienced pain, obstruction, adhesions, disability and injury. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have contributed to any patient post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient had a hernia repair surgery, which included the implantation of a ventralex patch into patient¿s body on (B)(6) 2015 - after several years of stomach pain, vomiting and weight loss, patient had surgery due to the discovery of a small bowel obstruction. In the operative note, the surgeon noted that, ¿the hernia mesh was incorporated into at least the serosal layer of the small intestine causing mass effect and obstruction.¿ the patient's ventralex mesh was removed as well as three feet of patient¿s small intestine. Prior to the surgery on (B)(6) 2015, patient had visited numerous doctors attempting to find out what was wrong with him. None of his physicians had identified the ventralex patch as the cause of the harm until his (B)(6) 2015 procedure. Of note the attorney alleged the ventralex patch and/or its components failed to remain affixed to and avoid migration from the initial location the device was affixed during the hernia repair surgery. The attorney further alleges the patient experienced bowel injury, "pain and suffering", adhesions, disability, obstruction, disfigurement and explant.